Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump history was missing data despite being in use. Customer declined troubleshooting from tandem technical support. Customer¿s blood glucose level was 234 mg/dl.